Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient has been indicated for a revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01996. Proposed component code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical record (x-ray image) was provided, however the image was not dated and it is unknown whether they are zb components. With the limited information provided, further review could not be completed. The complaint was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.